Manufacturer narrative:
Based on the results of the investigation, the reportable event was likely due to a high-energy treatment tool (laser, radiofrequency, etc.) Being used without ensuring a sufficient distance from the tip. However, the root cause could not be established. The event can be detected/prevented by following the instructions for use which state: 3.3 detergent solution for manual cleaning, 1.4 precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the broncho videoscope's distal end was found burned and broken. There was no patient involved.